Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021. The device is awaiting explant. The patient was stable.

Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and output. Analysis performed found elevated current leakage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.